Manufacturer narrative:
A1 to a5: patient information was not provided. H11: at the time of the event, all other heart-lung machine pumps continued to work normally. No error messages or alarms were displayed on the system. The control knob remained responsive, flow and rotation values were properly displayed, and involved pump head could not physically rotate. In addition, it was reported that no tube kinks or obstructions in the arterial line and oxygenator was found, as well as no thrombi in the circuit and oxygenator. Several attempts were made to restart the arterial pump and the entire system without success. A livanova field service engineer (fse) was dispatched on site to verify device functionality. Operational tests were performed and no errors nor any malfunction was detected. Log files of involved pump were retrieved and analysed, confirming the reported event of pump stop. It was proved that the encoder was manually reset to zero, the pump was operated using the hand crank, and the device was switched off and then back on by the user. Specifically, it was highlighted that arterial pump was set with cardioplegia pump configuration. Once the set amount of cardioplegia dose as per setup configuration was delivered, the pump stopped, and subsequently (at 11.01) it was deselected/deallocated in the cardioplegia module. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a s5 hlm arterial pump stop during procedure, at 10:51 am, when cardioplegia administration ended, after aortic clamping. In details, medical equipe was using dual-size 1/2 ¿ 3/8 tubing of a livanova pts with the affected arterial pump; roller pumps calibration was performed according to the service manual protocol. The pre-bypass checklist was reportedly completed successfully, and cardiopulmonary bypass was initiated without any problem. Following aortic clamping and completion of cardioplegia delivery, the arterial pump unexpectedly stopped. Multiple troubleshooting attempts were performed by the user, but the issue could not be resolved. The arterial pump was subsequently replaced within 9 minutes. During the pump replacement, adequate blood flow was ensured using the hand crank. There was no patient injury.